Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was occluded. The customer stated that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 205 mg/dl. He stated that he changed the infusion set. Upon troubleshooting, insulin did not exit during a fixed prime and the device alarmed no delivery. Insulin did, however, exit the tubing during a plunger push. Insulin exited during the manual prime, and the customer was advised that the insulin pump was working as designed. Advised the customer that the alarm was caused by an infusion set or reservoir occlusion. Nothing further reported.